Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h2 (additional information): block b5 (describe event or problem) have been updated based on the additional information received on february 24, 2026. Block h11: investigation results the device was not returned for analysis and was reported to not be available for return, therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during a pneumatic dilatation for an esophageal stricture procedure performed on (B)(6) 2026. During the procedure, the balloon was inflated but never reached the desired pressure. When withdrawing on the balloon, the water that was used was not extracted. After withdrawing, a hole was detected. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. But it was reported the patient required prolonged care. ***additional information received on february 24, 2026*** the procedure time extended 10min and it was due to the device exchange.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Imdrf device code a140101 captures the reportable event of balloon failure to deflate.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the esophagus during a pneumatic dilatation for an esophageal stricture procedure performed on (B)(6) 2026. During the procedure, the balloon was inflated but never reached the desired pressure. When withdrawing on the balloon, the water that was used was not extracted. After withdrawing, a hole was detected. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. But it was reported the patient required prolonged care.